Event description:
The company was informed that the patient is in a coma following complications from meningitis. The doctor reported that the patient had severe pneumococcal meningitis despite up-to-date pneumococcal vaccination. The doctor reported that imaging results give conclusive evidence that the implanted device is not responsive for the meningitis. The patient is being monitored.